Manufacturer narrative:
A ge service representative performed an on site investigation. The calibration files were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that after rebooting the system, the iris collimator was all the way coned in and could not be opened. There was no patient injury or death reported.